Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 02nov2025, no sample was available for evaluation. If the samples are ever received, the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal could not be used. The dilator was unable to be inserted into the blood vessel. The type of procedure performed was a (dsa) digital subtraction angiography. The blood loss was less than 250cc. Additional information was received on 18sep2025: the procedure sheath size used was a 6 french. A pre-deployment angiogram was performed. The gap/transition between dilator and sheath were not smooth and difficult to insert into the patient, therefore, they switched to other closure device. Hemostasis was achieved by an exoseal device. The patient was stable.